Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient receiving dilaudid (500mcg/ml at 25mcg/day) via an implantable pump. The indications for use were chronic pain and lumbar post laminectomy syndrome. It was reported that the patient had a spine surgery approximately 4-5 months ago at which time the intrathecal catheter was cut to move it out of the surgical field. As a result, the patient's dosing was reduced to a minimum rate in preparation for a catheter revision. The patient was also started on oral opioid medication for pain control while they healed from the recent spine surgery and prior to the scheduled catheter revision. The patient was taken to the operating room today ((B)(6) 2023). The pump pocket was opened and the proximal segment and existing pump were disserted out. The concentration of the medication was reduced per the healthcare provider (hcp)'s order and a back table prime was performed to remove the old drug concentration from the internal tubing. The lumbar incision was opened and the existing anchor was dissected out. The hcp folded the spinal segment over itself and tied it off in multiple locations in the lumbar incision. A new catheter was placed at t8, tunneled to the pump pocket, and connected to the pump segment and pump. Once the pump was placed back into the pocket, a final catheter aspiration was done with ample return of cerebrospinal fluid. The incisions were irrigated and closed. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2021; explant date (B)(6) 2023; ubd: 2022-11-02; UDI:(B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.